Manufacturer narrative:
(B)(4).

Event description:
Lead management case to extract three cardiac leads due to bacteremia. Patient had been septic for approximately two weeks prior to extraction. The physician encountered heavy scarring during the extraction with the glidelight and a drop in blood pressure was noted. The CT surgeon performed a sternotomy and began repairing a tear at the svc/ra junction. Upon obtaining hemostasis the extracting physician continued the extraction using another 16f glidelight without additional complication. The patient survived the intervention.